Event description:
Stent & balloon of aorta coarctation performed. Segment stented with a genesis stent mounted on a 14-3 bib balloon. Re-dilation with a 16-3 z-med ii balloon. Both dilations were without complication, however, the 16-3 balloon could not be withdrawn through the sheath despite multiple deflations/attempts. The balloon was surgically removed through the femoral artery.